Event description:
An optometrist reported that a patient presented with trace epithelial cell ingrowth in both eyes following a lasik enhancement. In a follow up; the technician reported that the event had resolved with no additional treatment. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).